Manufacturer narrative:
Upon follow up, it was reported that the patient was hospitalized the same day as event onset and started treatment with intravenous (IV) and intraperitoneal (ip) cefazolin injection (1 gram, frequency not reported) and ceftazidime injection (1 gram, ip and IV, frequency not reported) for peritonitis. The cause of the fungal peritonitis event was reported as due to a change in the patient line connector from hytrel to camex. An autopsy was not performed. Concomitant medical products: dianeal pd2 1.5% twinbag. Upon further investigation, it was reported the cause of the peritonitis was reported to be due to the camex patient line connector on the pd solution bag which is a drug product; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the peritonitis was reported as due to a fungal infection. It was reported the patient was seen by a medical professional as a result of the event; however it was not reported if the patient was hospitalized for the peritonitis. The patient received unspecified treatment for the peritonitis. On an unreported date, the patient passed away. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.